Event description:
It was reported that the web embolization device was used to treat a paraophthalmic aneurysm in the left internal carotid artery (ica). After placement in the aneurysm, the web would not detach using a detachment controller. After two attempts, the web was withdrawn from the patient and another web device of the same size and model was used and successfully detached and implanted. The patient is fine.

Manufacturer narrative:
The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Additional information: d10 (date device returned), h6 and h11(device evaluation). Investigation findings: items returned for evaluation: -delivery system (pusher). -web implant. -introducer. Items not returned for evaluation: -controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications. However, the pusher exhibited multiple kinks. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. Further inspection found the black lead wire broken at the distal solder joint. Returned device tested with an in-house controller and gave red lights. The delivery system resistance was measured to be out of specification due to the broken lead wire. Investigation conclusion: the investigation of the returned web system found the pusher kinked at several locations. The unit did not pass continuity and resistance testing; furthermore, the black lead wire was found broken at the distal solder joint, which is consistent with non-detachment. The lead wire break is consistent with the device experiencing force that exceeded the strength of the solder joint causing the lead wire to separate from the solder joint. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kinks, but this damage is consistent with the device experiencing forces exceeding the pusher's yield strength.